Event description:
It was reported that the right ventricular lead exhibited over sensing. There were 24 recorded noise episodes. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that only a partial lead was returned. The proximal insulation was abraded at 32.7 cm to 33.3 cm from the connector pin due to friction with other device.